Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx3.0mm target lesion was located in the severely tortuous and calcified right coronary artery. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the entire length of the stent was damaged, and it appears as if the stent had been fully expanded. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon appears to have been subjected to positive and negative pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx3.0mm target lesion was located in the severely tortuous and calcified right coronary artery. A 3.00 x 24 synergy drug-eluting stent was advanced for teatment. However, during procedure, it failed to cross the lesion and the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.